Manufacturer narrative:
(B)(4). Batch #: 136a84. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 7 double drivers missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged at the proximal end form right side. This condition, does not allow installed the reload on the device. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Event description:
It was reported that cartridge installation issue. After open the packing, the surgeon noted that it is very difficult to install the cartridge. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.